Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day sometime later, the patient was reportedly hospitalized following a hypoglycemic seizure. The patient¿s son found her exhibiting abnormal movements, described as making unusual noises and experiencing jerking motions. At that time, the cgm was displaying a value of ¿low¿ mg/dl. The patient was unable to recall the details of the event, as she regained awareness in the hospital; therefore, information regarding events prior to hospitalization, including any treatment administered, is unknown. At some point during the event, a discrepancy was noted between cgm and bg meter readings, with the cgm displaying ¿low¿ mg/dl and a bg meter reading of 192 mg/dl. The exact timing of this comparison within the event timeline was not specified. In the emergency department, the patient was initially treated with insulin for a reported bg level of 300 mg/dl. The patient¿s bg level decreased (value not specified), and she was treated with unspecified food. Diagnostic imaging, including a CT scan and MRI, was performed. The patient remained hospitalized for three days and was discharged with a referral to a neurologist, with a follow-up appointment scheduled for (B)(6) 2026. At the time of the report, the patient was described as being in stable condition ¿fine¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.